Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. (B)(4)

Event description:
It was reported that several unsuccessful cavity integrity assessment (cia) tests occurred during an attempted novasure endometrial ablation. The procedure was aborted as a uterine perforation was suspected. We have been unable to obtain additional information surrounding this event.